Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited high amplitude artifacts and baseline shifting while in the primary vector which then resulted in an inappropriate shock therapy. The artifact could not be reproduced in clinic and data was sent for a technical services evaluation. Additionally, there were no signs of associated lead impairment on x-ray and connection appeared fully inserted. The device was then reprogrammed to secondary. The data review did confirm sense b artifact noise. To date, the device remains implanted and in service.